Event description:
It was reported that during a meniscus repair, the fast fix outer packaging was opened when received, so the device was not used as it was deemed to be contaminated. The procedure was completed with a smith and nephew back up device with no surgical delay. No further complications were reported.

Manufacturer narrative:
Corrected data: b5 (narrative), d9 & h3 (device returned for analysis), h6 (type of investigation, investigation findings). Updated results of investigation: the reported device was received for evaluation. A visual inspection revealed it was returned in the original packaging with the batch number of the complaint on the label, the outer box has some damage to one end, and the outer tyvek pouch has a breach on the chevron end. It was sealed since there is a frosted outline from the heat seal. The inner tyvek pouch is unopened/sealed. An analysis of the customer provided image revealed the device being held, with the outer pouch open. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the packing procedure found that during the sealing process, the pouch is inspected to confirm the presence of the seal on all edges of the pouch. All results found are recorded and if the seal is missing, a notification to the team lead, manufacturing engineer, supervisor or quality will be required. A review of device records showed there were no indications to suggest that the product did not meet specification upon release for distribution at the time of manufacturing a definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include human error by omission and/or application errors, the pouch could¿ve been breached outside the manufacturing facility as well as internally.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscus repair, the fast fix outer packaging was opened when received, so the device was discarded as it was contaminated. The procedure was completed with a smith and nephew back up device with no surgical delay. No further complications were reported.